Manufacturer narrative:
(B)(4). Voluntary medwatch report number(B)(4). E4: initial reporter also sent the report to FDA - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2020, the patient developed a skin reaction and described it as an itchy rash with raised bumps and pus and in the shape of the sensor patch. Two weeks after the sensor had been removed, the skin remained dry, rough and discolored. The patient reported she had developed scar tissue (rough, discolored skin for more than one month) at the skin reaction site. The patient was evaluated by a dermatologist who prescribed triamcinolone acetonide and recommended barrier products. At the time of report, the patient was doing okay. The patient has tried various barrier products in combination; however, the skin reactions continue to occur. No additional patient or event information is available.